Manufacturer narrative:
This report is being submitted in association with medwatch (B)(4). Additional clinical follow up with the customer indicated that the barely visible metal particles were seen at the junction of the attachment to the handpiece. There were 4 handpieces reported by the facility and there were 4 different attachments noted to have been involved, an osc. Saw attachment, a recip saw attachment, a 1000 drill and a 250 drill. It was not identified which attachments were in use with each of the reported 4 handpiece events. None of the attachments showed any visible signs of wear and were determined to not require repair/replacement. The metal particles were stated to have remained attached to the handpiece and no particles were noted to have entered any of the 4 surgical incisions. There was no extended surgical time or medical/surgical interventions reported. There was no particles collected that would be returned to zimmer surgical and the size of the particles were stated to be so small they would not be able to be measured and were only visible because of the bright illumination of the o.r. Lights. The device was returned to the manufacture; however, the investigation was not completed at the time of this report. A follow up medwatch will be submitted once the investigation is complete.

Event description:
It was reported that while in use during a total joint procedure, the universal modular electric/battery double trigger handpiece began making a grinding sound, and metal shavings appeared to come from somewhere in the motor housing. Multiple incidents were reported on one product experience report (per). As a result, two dates for incident date of occurrence were provided in the per, namely (B)(6) 2013; however, because the per did not specify the number of incidents occurring on each day, the date of occurrence for all incidents pertaining to this per was defaulted to the earlier of the two dates.